Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of filters blocked could not be confirmed upon review of the customer supplied picture. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** additionally added the brand name of the device.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.